Manufacturer narrative:
The customer's reported complaint was not confirmed during functional testing. Evaluation of the returned icy catheter indicated that the catheter performed as per specifications. Functional test of returned catheter was performed. All infusion ports were flushed without any issues. The catheter was connected to a pressurized inflation device; the balloons fully inflated when pressurized up to 100 psi and the balloons did not leak during inflation and deflation. Further investigation, the units (returned icy catheter and in-house test suk) was connected to an ivtm system and ran on max cooling and max warming for approximately 30 minutes each run; no leaks were observed. A visual inspection of the returned catheter was performed. Blood had accumulated /dried up on the balloons, shaft, luered tubing's and infusion ports. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Note, during manufacturing, all icy catheters are 100% inspected for leaks. In addition, extension tubing is 100% tested for leaks. Only units that passed are moved to the next process. Historical complaints were reviewed and one previous related complaint ((B)(4)) was reported on 11/17/2016 for icy catheter (lot# 64907) with the same issue catheter leaks. However, leaks were not observed during evaluation.

Manufacturer narrative:
The zoll catheter in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A patient was hospitalized post cardiac arrest and underwent treatment for hypothermia. A zoll icy catheter was inserted. The in dwell time of the catheter was 36 hours. During warming phase, the system alarmed "low airtrap fluid ". The saline bag had run dry. The catheter was removed and no blood tinge observed. Surface intervention was used to continue and complete the treatment. No known patient consequences was reported.